Event description:
Blunt tip ligasure from kidney pack numerous times stated error message on the ligasure machine which stated "incomplete seal cycle"; replaced handpiece. Hand piece placed in operating qa office. Follow-up with medtronic. Procedure: donor nephrectomy.